Manufacturer narrative:
Deleted old images; operation resumed but foot pedal issue unresolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that free space message prevented fluoroscopy exposure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.